Event description:
It was reported that, this right ventricular (rv) lead was dislodged and it was repositioned. Then, the threshold decreased but all other measurements are within normal limits. The field representative will ask for a repositioning of the lead. This rv lead remains in service. No adverse patient effects were reported. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide other product specific information. If additional details become available, a supplemental report will be submitted.